Event description:
It was reported that the collimator iris on the 9900 system closed down and the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The connectors and boards were re-seated. The collimator was calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.